Event description:
On (B)(6) 2026, an incident involving a selenia tungsten mammography mobile system was reported by the user site. During a patient procedure, while the breast was compressed, it was reported that the c-arm exhibited uncommanded rotational movement. No system error message was displayed. No injuries were reported for either the patient or the user, and no pain or discomfort was reported. On march 5,2026 the hologic field service engineer (fse) inspected the system again and found that the c-arm rotary switch on the detector was stuck, causing the reported uncommanded rotational movement. The c-arm rotary switch on the detector has been readjusted for the second time by the fse. The system has been tested and is operating within specifications. No further information is currently available at this time.